Event description:
It was reported that within two weeks post implant, the right ventricular (rv) lead was found to have poor sensing and significantly increased threshold. A chest x-ray was done which showed the lead had moved from the original implant site. The rv lead had inconsistent capture at 5 volts at 1 millisecond. The rv lead was reprogrammed until it was repositioned. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2013. (B)(4).